Event description:
Philips received a complaint on the intellivue mx550 patient monitor indication that the patient was evaluated in the emergency room due to hypertension, and the blood pressure was measured: 184/98mmhg. Electrocardiogram monitoring was given, nitroprusside sodium lowered blood pressure, and blood pressure was monitored every 5 minutes. At 21:20, it was found that the patient's blood pressure was still 187/106mmhg after a night of lowering blood pressure, and the patient's blood pressure was changed to 159/91mmhg for manual monitoring. The patient was moved to the emergency room for monitoring." There was no actual harm related to the reported issue and administering nitroprusside; however, as medical intervention was performed, the event meets criteria for serious injury.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer and determined that the equipment department of the hospital was inspecting the equipment, the malfunction did not recur and the equipment was operating normally. No injuries were sustained. The engineer was unable to provide their analysis findings as we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.